Event description:
During a colon procedure, the staples would not hold. The stapling occurred properly, but later during the procedure, the staples fell out. The surgeon had to cut higher. The procedure (colon - celio) was changed into a laparotomy and took longer in the or. No hemorrhage occurred and the anastomosis was performed properly.